Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), compounded hydromorphone (unknown dose and concentration), and compounded bupivacaine (unknown dose and concentration) via an implantable pump for malignant pain. It was reported on (B)(6) 2019 the patient reported tenderness at the pump site and feeling like the pump was moving out of the pocket. No further diagnostics or interventions were performed/no action taken. The outcome of the event was noted as ongoing. The clinical diagnosis was pain at the pump site. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was unresolved with no further action planned. No further complication was reported.